Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 26 mg/dl at the time of the incident. The customer experienced symptoms such as vomiting and having stomach issues. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. The customer had addison's disease. The customer also had a high of 321 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had scratched case, cracked battery tube threads, cracked reservoir tube, cracked case at the reservoir tube window corner, cracked reservoir tube window and a partially broken off reservoir tube lip. (B)(4).